Manufacturer narrative:
(B)(4). Date sent to the FDA: 3/16/2020. Additional h3 investigation summary: it was reported pull off - suture needle. One open box with twelve unopened samples and four empty opened foils of product code j494, lot pju136 were received for analysis. The complaint sample was not received for evaluation. During the visual inspection of twelve samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strands and no defects were observed. A functional test was performed and the pull force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the samples, no performance pull off suture needle was found, and the tested samples met the finished goods requirements.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown surgery on (B)(6) 2019 and the suture was used. It was reported that suture and needle was separated during the procedure. There were no patient consequences reported.